Event description:
New information received noted that programming changes were made to resolve the issue. There were no patient consequences post-intervention.

Event description:
It was reported that post-paced t-wave oversensing (pptwos) resulting in pacing inhibition was noted on the implantable cardioverter defibrillator (ICD). Programming changes were suggested, no intervention was reported. There were no patient consequences reported.